Manufacturer narrative:
Device evaluation of battery (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery tri-cells were depleted. The root cause of the depleted cells was excessive discharge. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned battery (B)(4) and reported that the battery was unable to power on a monitor.